Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer's staff does not think yellow spo2 alarms are coming across from the bedside monitors to piic ix. The device was in use on a patient. There was no report of patient or user harm.